Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the functional display test failed when the screen appeared distorted. It was identified that the cause for the distorted screen was corrosion on the I/o board. A known good I/o board was installed and the display became fully operational. An internal visual inspection found evidence of dried fluid within the recess of the bottom cover adjacent pump. The cause of the encountered dried fluid could not be determined. The cycler underwent and passed a mushroom head check, voltage check test, and a simulated treatment (15 minutes, 1000 ml). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be corrosion on the I/o board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was distorted upon power up. The screen initially appeared normal but then quickly faded until the screen appeared blank. The power cord was properly connected in both ends and the cycler was plugged directly into a three prong wall outlet. The cycler was rebooted, and the ok and stop keys were pressed, however the screen remained blank. It was also noted that the patient placed an earlier call that day to report receiving an m01-19 unexpected fpga reset alarm once in setup. The technical support representative advised the patient to continue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of corrosion on the input/output (I/o) board was identified.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was distorted upon power up. The screen initially appeared normal but then quickly faded until the screen appeared blank. The power cord was properly connected in both ends and the cycler was plugged directly into a three prong wall outlet. The cycler was rebooted, and the ok and stop keys were pressed, however the screen remained blank. It was also noted that the patient placed an earlier call that day to report receiving an m01-19 unexpected fpga reset alarm once in setup. The technical support representative advised the patient to continue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of corrosion on the input/output (I/o) board was identified.

Manufacturer narrative:
(Plant investigation) plant investigation: a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.